Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment. The patient reported that initially during drain 0 an air detected in cassette alarm was encountered. The patient reached out to technical services (ts) wanting assistance to bypass drain 0 and go to fill 1. Ts was able to assist patient into fill 1. It was during fill 1 when the patient then noticed a fluid leak from the connector which contained the blue pin. There was no fluid on the external part of the cycler and the patient said that when the cassette was removed the inside of the cycler area was completely dry. In a follow up, the patient reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional data: d.9., h.3. Plant investigation: the complaint device was returned to the manufacturer. The actual sample was visually inspected and no cracks or damages were noticed on the patient connector; the cycler set is acceptable. In addition, the sample was tested in the cycler machine and no leaks on patient connector or alarms were noticed; the test was completed successfully. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. During the evaluation of the sample, the alleged failure was not confirmed

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment. The patient reported that initially during drain 0 an air detected in cassette alarm was encountered. The patient reached out to technical services (ts) wanting assistance to bypass drain 0 and go to fill 1. Ts was able to assist patient into fill 1. It was during fill 1 when the patient then noticed a fluid leak from the connector which contained the blue pin. There was no fluid on the external part of the cycler and the patient said that when the cassette was removed the inside of the cycler area was completely dry. In a follow up, the patient reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.